Manufacturer narrative:
One tapered screw vent implant was returned for inspection with corresponding transfer mount and mount screw. A visual inspection revealed wear and debris about the threads, collar, and internal threads. The returned device was functionally tested. The implant mount required excessive force to be removed. The alleged complaint is confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for screw-vent® implants 9665 rev 0-09/14 information identified: technique information ¿ step 6 rotate the fixture mount/transfer clockwise to thread the implant into place. Remove the insertion instruments. Optional: make a stage-one, full-arch, elastomeric impression using the fixture mount/transfer as a transfer. Alternatively, the fixture mount/transfer can be removed and used as a transfer after the healing period. Insert the 1.25mmd hex driver with gemlock retention [hxgr1.25, hxlgr1.25] into the fixture mount/transfer, unthread the coupling screw and remove the fixture mount/transfer from the implant. When placing internal hex implants into dense bone, thread the implant into the osteotomy until slight resistance is encountered, then remove the fixture mount/transfer and complete seating with the appropriate hex driver or hex drill [rh2.5, rhl2.5,rhd2.5]. Additionally, the fixture mount/transfer can be used as a temporary abutment for provisional restorations. For more detailed instructions, please refer to the tapered screw-vent® and screw-vent implants surgical manual #5161. A root cause for the complaint cannot be determined. The following sections have been updated: date of this report. Event description. Date received by manufacturer. Checked "follow-up". Checked follow-up type. Results and conclusion code. Added manufacturer narrative.

Event description:
It was reported that after placement, the mount would not disengage from implant (tsvmb8). The implant has been removed and another implant has been placed. Tooth location #4.

Manufacturer narrative:
One tapered screw vent implant was returned for inspection with corresponding transfer mount and mount screw. A visual inspection revealed wear and debris about the threads, collar, and internal threads. The reported driver was not returned for inspection a device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for screw-vent® implants 9665 rev 0-09/14 information identified: technique information ¿ step 6 rotate the fixture mount/transfer clockwise to thread the implant into place. Remove the insertion instruments. Optional: make a stage-one, full-arch, elastomeric impression using the fixture mount/transfer as a transfer. Alternatively, the fixture mount/transfer can be removed and used as a transfer after the healing period. Insert the 1.25mmd hex driver with gemlock retention [hxgr1.25, hxlgr1.25] into the fixture mount/transfer, unthread the coupling screw and remove the fixture mount/transfer from the implant. When placing internal hex implants into dense bone, thread the implant into the osteotomy until slight resistance is encountered, then remove the fixture mount/transfer and complete seating with the appropriate hex driver or hex drill [rh2.5, rhl2.5,rhd2.5]. Additionally, the fixture mount/transfer can be used as a temporary abutment for provisional restorations. For more detailed instructions, please refer to the tapered screw-vent® and screw-vent implants surgical manual#: 5161. The implant was functionally tested, and it was determined that the device would assemble and disengage with a mating driver. The complaint is non-verifiable without the return of the driver, and because the returned device functioned as intended. A root cause cannot be determined. The following sections have been updated: date of this report, manufacturer, device expiration, UDI # is n/a, contact office, manufacturer's contact office, date received by manufacturer, checked "follow-up", checked follow-up type, changed "no" to "yes", date of manufacture, entered evaluation codes, added manufacturer narrative. The following sections have been corrected: event, PMA/510k.

Event description:
It was reported that after placement implant driver tip did not disengage from implant when using counter screw. Implant has been removed and another implant has been placed. Tooth location #4.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that after placement implant driver did not implant driver tip did not disengage from implant when using counter screw. Implant has been removed and another implant has been placed. Tooth location #4

Manufacturer narrative:
During of the investigation, the returned device was identified as a tsvmb8.